Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that post-implant check, device interrogation revealed that the right ventricular left bundle pacing (rvlbp) lead exhibited loss of capture. Chest x-ray confirmed that the rvlbp lead had dislodged. The rvlbp lead was explanted and replaced with a longer lead. The patient was in stable condition.